Event description:
Tmj implants, inc condylar prothesis and fossa eminence prosthesis implanted in 1994. The implants were removed in (B)(6) 2012, a lot of scar tissue formed and had to be cleaned out. The screws had come out and were floating in scar tissue. The surgery took approx 8 hours. After the surgery pt suffered facial paralysis and numbness.